Event description:
It is reported that in 2008, a 36mm trial femoral head fell off during surgery into the pt. The trail could not be located.

Manufacturer narrative:
Eval summary: no product or manufacturing info is available for eval. The device is not available for analysis and the device condition is unk. The mating taper component is unk. The surgical notes are unavailable, and the surgical technique used is unk. The instruments used are also unk. It is probable that the provisional head underwent soft tissue and/or device impingement during reduction, which may have resulted in the head becoming dislodged. Provisional heads and the mating provisional stem/cone provisional tapers are not designed to provide a tight fit, and cannot be compared to the mating condition of the implants. They are designed to provide a sufficient mating condition for trial reductions. However, no definitive cause analysis can be completed with certainty. H6. Eval codes: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.